Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was seen in the patient line of an amia automated pd cycler set. The pm was further described as a black resin substance. This issue occurred during initial drain while the patient was connected. The caregiver (cg) stated that the first time that they saw the substance, it was moving through the line toward the device. The cg stated that they ended the therapy and started over with new supplies and found the same substance in the next cassette that they pulled from the box prior to setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The two devices were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye with issues noted. Loose black particulate matter was found inside the patient line and cassette on one sample and inside the patient line tubing of the second sample. The reported problem was verified. The cause was determined to be manufacturing related from a pin build up during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.